Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The insulin pump was received with minor scratched lcd window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer was assisted with troubleshooting. The customer¿s blood glucose level was over 600 mg/dl at the time of the incident due to being disconnected from the insulin pump. The customer declined troubleshooting for the high readings. The customer stated the insulin pump was exposed to fluid/moisture when they washed it along with clothes in a washer. The customer stated that the insulin pump was vibrating and the display went immediately blank after moisture exposure. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.